Event description:
Additional information received via email : it was not in use with a patient.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on the lower left front corner and the right plunger case was cracked. Unable go into event history log (ehl) or download the ehl due to power up problem. During the functional testing was unable to power up. The main board did not operate as intended because of normal wear the root cause of the issue was due to normal wear as the pump was over 12 years old. Replaced main board. Performed preventative maintenance and all functional testing., corrected data: d1.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device gave a blank screen and alarm tone when turned on. It is unknown if there was no patient, or clinician injury associated with this occurrence.